Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error alarm noted during testing. The motor was tested outside of the device and failed due to moisture ingress. Traces of moisture on the electronic assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer was performed self test and test was ok. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.